Manufacturer narrative:
Initial.

Event description:
It was reported that the charger for an ilet device stopped working, consistent with a power supply cord malfunction, after attempts to use different outlets were unsuccessful. Symptoms included no adverse clinical effects. Outcomes included replacement supplies shipped and user education provided. Investigation included remote troubleshooting and verification of shipping information. Investigation of this case revealed a nonfunctional charger cable consistent with a defective power supply component. It was concluded, based on previously established findings for similar reports, that the cause was component failure of the external power supply.